Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation

Event description:
The customer experienced a runny nose, redness under nose and a sinus infection requiring antibiotics